Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2009. According to the complainant, the patient is now experiencing worsened incontinence, dyspareunia, abdominal pain, urinary tract infections, bloating, urinary urgency, urinary frequency, and general infections (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.